Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year, this is the first complaint reported for this issue. The customer pak lot specific to this event is not known; therefore, lot history and device history record (DHR) review not possible. The root cause of the customer's complaint is not known; a sample was not returned for investigation of this complaint. Without a sample, a root cause cannot be determined. (B)(4).

Event description:
A customer reported that a patient developed post-operative inflammation after undergoing cataract surgery. The customer was unsure if the surgeon felt the cause of the inflammation was related to fibers from the blue towels in the custom packs or to new employee technique with cleaning and sterilizing the instruments though records indicate the instruments were sterilized properly. Additional information was received from the customer indicating that the surgeon reported the patient had undergone cataract surgery 2 weeks prior and had developed inflammation in the post-operative eye.